Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a small puddle of medication was noted on recliner table of patient. Upon pulling the tubing from the IV the alaris channel it was alleged the "piece that sits inside the channel" was dripping wet. There was patient involvement but no harm. Devices were sent to customer biomedical engineering for investigation.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had fluid ingress was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a small puddle of medication was noted on recliner table of patient. Upon pulling the tubing from the IV the alaris channel it was alleged the "piece that sits inside the channel" was dripping wet. There was patient involvement but no harm. Devices were sent to customer biomedical engineering for investigation.